Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), bladder disorder ("bladder problems"), irritable bowel syndrome ("irritable bowel syndrome"), inflammatory bowel disease ("inflammatory bowel disease"), arthropathy ("bad hip"), pain in extremity ("inner thigh pain"), back pain ("back pain"), gait disturbance ("hard to walk") and skin mass ("knots on body most on my inner thigh area an piblic bone"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed. At the time of the report, the pelvic pain, fibromyalgia, bladder disorder, irritable bowel syndrome, inflammatory bowel disease, arthropathy, pain in extremity, back pain and skin mass outcome was unknown. The reporter provided no causality assessment for arthropathy, back pain, gait disturbance, pain in extremity and skin mass with essure. The reporter considered bladder disorder, fibromyalgia, inflammatory bowel disease, irritable bowel syndrome and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media case - new events bad hip, inner thigh pain, back pain, hard to walk, knots on body most on my inner thigh area an public bone were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), bladder disorder ("bladder problems"), irritable bowel syndrome ("irritable bowel syndrome") and inflammatory bowel disease ("inflammatory bowel disease"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed. At the time of the report, the pelvic pain, fibromyalgia, bladder disorder, irritable bowel syndrome and inflammatory bowel disease outcome was unknown. The reporter considered bladder disorder, fibromyalgia, inflammatory bowel disease, irritable bowel syndrome and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.